Event description:
White lid on the burette fused to the burette. Unable to open it to add the formula. I opened an additional burette and was unable to open that one. I tried with gloves, hemostats and 2 other staff tried. The 3rd package I opened I was able to open the white lid. Manufacturer response for enteral feeding formula container, kangaroo epump and joey burette set 100ml set (per site reporter): local rep picked up and will follow up.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: tubes, gastrointestinal (and accessories).

Event description:
White lid on the burette fused to the burette. Unable to open it to add the formula. I opened an additional burette and was unable to open that one. I tried with gloves, hemostats and 2 other staff tried. The 3rd package I opened I was able to open the white lid. Manufacturer response for enteral feeding formula container, kangaroo epump and joey burette set 100ml set (per site reporter). Local rep picked up and will follow up.